Event description:
It was reported that the pt experienced no stimulation sensation following a reprogramming session. The pt also was unable to adjust stimulation with the programmer which problem was resolved with new batteries. It was later reported that the pt was reprogrammed on (B)(6) 2011. It was noted that one electrode, which was not used in programming, had impedance readings that were >10,000 ohms.

Manufacturer narrative:
(B)(4).